Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers had particulate matter (pm) floating inside the solution. This issue was identified after medication was inserted during final product review. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the devices were received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Light inspection was performed; 3 seconds against a white background and 3 seconds against black background and no particulates were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.